Manufacturer narrative:
Concomitant product: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2003, product type: extension. (B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found the implantable neurostimulator had a grommet punchout hole.

Event description:
The device was returned with no allegation. Relevant medical history includes parkinson's dual.